Event description:
Information received indicates the reverse trendelenburg function is working intermittently.

Manufacturer narrative:
The technician adjusted the reverse trend offset plunger to repair the stretcher.